Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The nurse reported the cause of the peritonitis was constipation. The patient was not hospitalized for the event. Treatment was not reported. The patient had not recovered from the event at the time of this report. No additional information is available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A review of all batch record documents for potentially associated lot numbers h13e15028, and h13c20080 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.